Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a drawer swap had occurred. A field service engineer (fse) installed remote smart service packages to apply hot fixes and tested the device in the customer¿s application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, while using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer swap had occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.